Manufacturer narrative:
The clinical representative tested for tonic, but was not able to obtain a response. The clinical representative decided to increase the strength of the programming. The patient disclosed continuing to be in chronic pain. On (B)(6) 2021, stimwave received communication disclosing issues with pain relief. The implanting clinician stated the patient is only getting relief when the parameters are set high. The implanting clinician disclosed the patient reporting feeling a shock with the high parameters setting. The implanting clinician believes this issue is related to the asic chip and would like to perform a revision. On (B)(6) 2021, stimwave quality contacted the clinical representative to obtain more information about the complaint. The clinical representative described that multiple waas were switched when the patient reported experiencing a shock and lack of pain relief. However, after swapping waas numerous times, the patient did not improve pain relief and continued to experience a shock feeling. The clinical representative and the implanting clinician believe the issue might be related to a faulty receiver. The implanting clinician believes there might be an issue with the receiver because the implant appears to be positioned similarly to the trial where the patient experienced quality relief. In addition, several waa's were tried and reprogrammed (more than once), and the patient did not experience any improvement in pain relief. Stimwave currently does not receive biohazard products in headquarters for investigation. Hence, the receiver was not be sent back for evaluation. The implanting clinician scheduled a revision to take place on (B)(6) 2021, to switch the lead. No therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration, patient co-morbidities, patient engaging in any physical activity, including twisting, stretching has been ruled out as potential causes. The stimulator is used for the treatment of pain. The cause of the loss of therapy/shock is unknown/product not returned.

Event description:
The implanting clinician performed x-ray imaging to confirm device and migration to rule out-migration.